Manufacturer narrative:
The device has been received for evaluation; however, investigation is not yet complete.

Event description:
The event involved a customer facility regarding a extension set, 17 inch, 0.2 micron filter, clave(tm) y-site, secure lock: it was reported that after checking the IV tubing it looked weird and unusual. Upon inspection the patient was on an amiodarone drip; there appears to be an unusual very light brown scattered sediments 3-4 inches last part of the 17 inch extension with 0.2 micron filter connecting to the patient IV lock ports. This discoloration with sediments was noted while the patient was receiving amiodarone drip. There was patient involvement but no harm.